Event description:
During a routine cataract extraction procedure the surgeon reportedly experienced a corneal burn in the operative eye. The pt received a suture to close the wound and is expected to recovery full. The surgeon requested that the machine be checked before it is used again.